Event description:
It was reported by service report that the track belt is broken and cannot be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.